Event description:
It was reported that a patient called into the 800 number and was just transferred looking for information about our oxinium implants. During the course of the conversation, it became clear that the patient received an oxinium revision knee implant about 10 months ago and was calling because he is still experiencing swelling, stiffness and headaches ¿ similar to the way he felt after the original cobalt chrome primary implant. It is not known if the original knee implant was a smith & nephew implant.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for the device.